Manufacturer narrative:
(B)(6) 2019 - we were notified that this file was opened in error. This complaint is not on this device.

Event description:
This system was explanted due to infection. A new system was implanted on the same day. Should additional information become available, this file will be updated.